Manufacturer narrative:
(B) (4). (B) (4). Device #2: part #12673-03, lot# unk indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device #1 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the mildly calcified common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using an angioseal. There were no reported pt adverse effects. Though requested, no additional info was available.